Manufacturer narrative:
12 - intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint "cable broken." The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additional information not reported by site was that the instrument was found to have mechanical indentations on the proximal clevis. This failure is most commonly caused by mishandling/misuse. A site history review was performed and there were no related complaints identified. A system log review was performed and there were no error messages generated from the instrument usage, and the instrument was not used in subsequent procedures. No images or videos of the event were provided for review. Technical review is not required as there was no error related to the issue. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is unknown.

Event description:
It was reported that during a da vinci assisted surgical procedure, the 8mm permanent cautery hook had a broken cable. There was no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) contacted the reporter to obtain the additional information, however, no additional details were available as of the date of this report.